Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as stated under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion

Event description:
Event occurred in japan. Damaged haptic after implantation. The trailing haptic tip was found to be torn immediately after iol insertion. The torn fragment was removed from the eye while suctioning with ia. The rest of the lens was left in place. The lens is planned to be left in place since no misalignment of the lens was confirmed when checked the day after the surgery. The doctor commented that the temperature on the day of surgery was very cold and the lens may have been cold which may have been a contributing factor. Problem code: a0414 - material split, cut or torn.

Manufacturer narrative:
This follow-up report #1 emdr is being submitted to FDA for a reportable event that occurred outside the USA. The report includes corrected and additional information not available/included in the initial report. Corrected information: h3 - corrected to yes. H6 - updated codes for manufacturer's investigation: type; findings; and conclusion. Additional information: g6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for additional information. The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The serial number was not provided so the production and inspection records of the product could not be reviewed (serial no.: unknown; model: 255). A review of the complaint trending data indicated that no significant trends were identified. The exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. No CAPA is required as part of the product evaluation.